Event description:
Ous MDR - after an unk implantation time, inappropriate shock deliveries were reported. The implant date was not made available. The device was explanted and there was n other adverse pt effects reported.

Manufacturer narrative:
Ous MDR.